Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flailing leaflet. A mitraclip was inserted and deployed on the mitral valve without issues. A second clip was then inserted and deployed on the mitral valve. However, immediately post deployment, the clip opened from 10 degrees to 20-30 degrees. The clip was noted to be stable on the leaflets. No additional clips were implanted as the gradient was at 5mmhg, and its limit. The mr was reduced to a grade of 1, and the result was also acceptably good. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported clip opened while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.